Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized for 2 days, due to high blood glucose (bg) levels >500 mg/dl and vomiting, while wearing the pod. The patient noticed insulin leaking out and the cannula had dislodged from the infusion site. At the hospital, the patient was placed on an intravenous (IV) with fluids. The pod was discarded.